Event description:
The patient stated that the insulin pump gave a motor error alarm during the prime process. Troubleshooting was performed, and no damage to the drive support cap was noted. The unit was not exposed to high magnetic fields. The insulin pump failed the displacement test. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.